Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient thinks their lead may have come out. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.